Event description:
During a follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed, and the noise was not reproduced. Insulation damage was suspected to have caused the noise; however, this was not confirmed. Additionally, episodes of far-field r-wave oversensing resulting in inappropriate automatic mode switch (ams) were observed on the ra channel. The device was reprogrammed to address the lead noise. The patient is stable with no consequences.